Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found foreign substances inside the air/water cylinder, air/water tube and jet tube during evaluation. However, the customer returned the device without reprocessing due to a leakage in the device which caused the foreign material to remain in the device. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air/water tube/cylinder and the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.